Manufacturer narrative:
The product identity was confirmed. The driver was visually evaluated and it shows signs of normal use. The driver was tested with a blade, a screw, and poplar. The blade could be successfully inserted into the driver. The screw could not be inserted into the poplar. With a load applied, the handle will turn but the blade will not spin. This is likely from the hex being stripped or the pin being broken which can occur from excessive torque being applied. The complaint is confirmed as the driver will not turn the blade with a load applied. The most likely underlying cause of the complaint was determined to be over torquing by the user causing the hex to strip or the internal pin to break.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the driver is sticking and not turning correctly. It is unknown if this issue occurred during surgery or inspection of the driver. Multiple attempts have been made to obtain additional information, however no response has been received at this time.